Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured to be within specification. The reported events were dislodgement and loss of capture were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a cardiac perforation was observed following implant of the right ventricular (rv) lead. Loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed that the rv and lv leads were dislodged. The rv and lv leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2938836-2020-08971.